Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and suprarenal aortic extension. Subsequently, on (B)(6) 2016, the physician identified the patient had a 3b endoleak. The physician elected to implant an additional bifurcated stent and an infrarenal aortic extension to seal the endoleak. The secondary endovascular procedure was completed and there have been no additional adverse events reported for this patient.